Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit - 50 cm.

Event description:
A report was received that the patient had high impedances on the leads and had loss of stimulation. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that database analysis was performed and confirmed high impedances on the lead contacts. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected malfunction of the leads/splitter. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances on the leads and had loss of stimulation. The patient will undergo lead replacement procedure.